Manufacturer narrative:
The involved esu was inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a functional check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Most likely, the extensive necrosis that occurred in the adjacent tissue was due to the delivery of excessive energy. The ulcer that developed near the papillae in the following days led to the severe postoperative bleeding. To further address the issue, boston scientific sent a safety notice to the users of the habib endohpb bipolar radiofrequency catheter. Per their notification on 03/02/23, the catheter is not to be used with the erbe esu model vio 3 due to their setting being incorrect [within the catheter's instructions for use (IFU)] which can lead to thermal injury of tissue. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during an endoscopic retrograde cholangiopancreatography (ercp). The esu was used with a habib endohpb bipolar radiofrequency catheter from boston scientific. The esu settings, for the catheter per boston scientific, were softcoag bipolar, effect 2.5. The ercp was performed to remove a reoccurring intraductal papillary adenoma. During the activation of the catheter, the tissue effect was more than expected. Therefore, the application was stopped after 90 seconds [note: two (2) application for 90 seconds is the usual treatment.]. Five (5) days after the procedure, the patient had severe bleeding due to a papillary ulcer. To stop the bleeding the patient underwent three (3) duodenoscope procedures. Additionally, the patient received 2 erythrocyte concentrates and antibiotic therapy. Intensive medical monitoring was necessary and the patient remained in the hospital for 14 days (note: the patient is taking oral anticoagulants for atrial fibrillation.).